Event description:
It was reported to philips by a customer that the unit has a blower motor error. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. As a preventative measure the fse replaced the blower, motor control and filter. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The mc board and blower motor were returned for failure analysis. No anomalies were noted on the mc board, and it passed all testing. After testing the blower assembly, the customer complaint was verified. The root cause was the failure of the internal temperature sensor of the blower.